Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit during dwell cycle 4 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated that she had disconnected to use restroom in dwell 4/5. The hp further stated she did not know if the hc had started drain before she reconnected. The tsr advised to report alarm to the peritoneal dialysis nurse the next morning. The hp confirmed to finish therapy manually. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.